Event description:
It was reported the patient is no longer receiving effective stimulation coverage. The sjm representative reprogrammed the patient and the patient is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.